Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that .. "4.5 pedicle screw places in t1 where the surgeon had difficulty removing drivers and found that the head of screw had stripped. "

Manufacturer narrative:
Method: device history review; device inspection; complaint history review, risk assessment results: a visual inspection of an oasys polyaxial screw non biased confirmed that the screw head did appear to be slightly stripped. The surgeon had difficulty removing the screwdriver from the screw. There was a 5 minutes delay of surgery due to the reported event. However, no adverse consequences to the patient were reported and the surgery was successfully completed. Furthermore, the manufacturing records review did not reveal any relevant manufacturing issues to the reported event. The surgical procedure recommends that a tap be used to finalize the preparation of the screw pathway. Too little depth while tapping before screw insertion may have caused the screw to strip. The cause for the reported event is likely to be a combination of over compressive force used during surgery and lack of adequate depth before screw insertion. However, not enough information was provided in order to determine the actual cause of the reported event. Conclusion: the cause for the reported event is likely to be a combination of over compressive force used during surgery and lack of adequate depth before screw insertion. The exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that .. "4.5 pedicle screw places in t1 where the surgeon had difficulty removing drivers and found that the head of screw had stripped. "